Event description:
Further analysis of the programming history was performed which identified that on (B)(6) 2015 (date of implant), normal mode, magnet mode, and auto stim output currents remained programmed off. Following tachycardia detection (td) being programmed on, all sensitivity levels were attempted. Interrogations were not performed at all settings; therefore only the following drfg rates are available (B)(6) 2015: 11:55:58 am (interrogation): td: on, sensitivity: 1, drfg: 76. 11:58:18 am (system diagnostics): td: on, sensitivity: 1, drfg: 76. 11:58:44 am (interrogation): td: on, sensitivity: 3, drfg: 76. 12:53:02 pm (interrogation): td: on, sensitivity: 2, drfg: 87.1. 12:54:52 pm (interrogation): td: on, sensitivity: 3, drfg: 87.1. 12:57:53 (system diagnostics): td: on, sensitivity: 2, drfg: 88. (B)(6) 2015 - on this date, all output currents were programmed on: 0.25/0.5/0.375. 5:02:17 zpm (interrogation): td: on, sensitivity: 2, drfg: 83. 5:04:16 pm (system diagnostics): td: on, sensitivity: 2, drfg: 87.8. (B)(6) 2015 - on this date, sensitivity settings was adjusted to 3; however, no drfg with level 3 is available due to no interrogations/diagnostics. Output currents were also titrated up: 0.5/0.75/0.625. Output current remained on for the duration of the history. 12:11:04 pm (interrogation) td: on, sensitivity: 2, drfg: 91.8. 12:12:42 pm (system diagnostics): td: on, sensitivity: 2, drfg: 77.4. No additional relevant information has been received to date.

Manufacturer narrative:
This information was inadvertently left off of the previous MFR. Report.

Event description:
Based on the information available to date, the cause for the reported intermittent heart rate detection may be related to the leakage paths on the side of the pcb created by removal of the tab from the pcb during the manufacturing process.

Event description:
Device programming history was reviewed which identified that device diagnostics were within normal limits.

Event description:
It was reported that during generator implant of a new heart rate sensing generator, it was reported that the generator was only sensing the patient's heart rate intermittently. It was reported that the physician did not perform a preoperative EKG to identify the most ideal place the implant the generator. It was reported that the generator would reveal the patient's heart ate and then change to ????. The generator was attempted to be reinterrogated; however, there was not change. It was reported that the handheld was not plugged into the electrical outlet during interrogation. The tachycardia detection was on and interrogation and diagnostics testing of the device was successful. The vagus nerve and generator site were both irrigated properly and the surgeon was not touching the generator prior to attempts to sense the patient's heart rate. The patient was seen for follow-up at which time the heart rate was unable to sense the patient's heart rate. The patient is scheduled to be seen again. No additional relevant information has been received to date.

Manufacturer narrative:
Suspect device UDI: (B)(4). This information was inadvertently left off of initial MFR. Report.

Event description:
The patient underwent a troubleshooting visit with a manufacturer representative. The patient declined the surface ECG assessment during the appointment. The heartbeat sensitivity setting was noted to be 3 upon initial interrogation, and subsequent interrogation with a heartbeat sensitivity setting of 3 showed that the device was sensing heart rate accurately when monitored by a referee monitor. Diagnostics were within normal limits. The number of auto-stimulations per day is 44, with 51 detections. The last office visit was (B)(6) 2015. The patient reported that he was very pleased with his current seizure frequency, and indicated that he had not had a seizure since (B)(4). There were no issues with the auto-stimulation feature reported.